Manufacturer narrative:
A field service engineer (fse) went on site to evaluate the device. The device was run with the customer's settings and the reported malfunction was unable to be duplicated. The fse performed circuit calibration and performance checks and the unit passed with no issues. Based on the fse evaluation, no evidence was found to confirm the customers reported complaint.

Event description:
Customer stated that the device was failing performance checks and failed to oscillate while on a patient. Customer stated the unit was working fine then stopped oscillating and alarmed. The patient was bagged and the unit was swapped out with another device. There was no patient harm reported.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation, and this complaint is still under investigation. Some information was not provided and is unknown; therefore, a complete UDI cannot be provided.